Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Hw35833 was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed two (2) low flow alarms were logged since (B)(6) 2020. Additionally, review of the alarm log file revealed one (1) vad disconnect alarm and one (1) reactivation event were logged on (B)(6) 2020 at 05:10:11. The vad disconnect alarm was logged due to a critical phase open, indicating there was an open phase on each stator. The reactivation event was logged due to an open phase in the front stator. This was followed by a vad disconnect alarm logged on (B)(6) 2020 at 05:10:14, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. The observed vad disconnect alarms and reactivation event are additional findings not related to the reported event. A possible root cause for root cause of the observed reactivation event can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. Possible root causes of the observed vad disconnect alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector, a marginal driveline connection, and/or a physical disconnection of the driveline from the controller. Information received from the site indicated the patient experienced a drop in ventricular assist device (vad) flows and low flow alarms while walking around the hospital ward post implant. It was suspected that the ventricle was "underfilling." Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a drop in ventricular assist device (vad) flows and low flow alarms while walking around the hospital ward post implant. It was suspected that the ventricle was "underfilling." The vad remains in use. No further patient complications have been reported as a result of this event.